Manufacturer narrative:
Reported event: an event regarding revision due to infection involving a triathlon insert was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. Review of medical records was not performed as no medical records were provided. Review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Surgeon said patient wound split open. Admitted patient for irrigation and débridement.